Event description:
--

Manufacturer narrative:
This device is expected for return to boston scientific. As new information becomes available, this report will be further evaluated and updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Leads were inserted into all ports without difficulty. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientic received information that this pulse generator was removed from service after the patient had a documented episode of ventricular fibrillation that correlated with a syncopal episode. The patient's device system was upgraded as a result.